Event description:
Pt states that new pump we sent her (B)(4) is giving her a blockage error. She has turned it on and off and has tried changing the batteries and still gets 1. Sending pt new pump for tomorrow. Pt will return old pump to ups. Pt switched to backup pump. No harm to pt. No further info available. Dose or amount: 53 nkm, frequency: continuously, route: subcutaneously. Dates of use: from (B)(6) 2014 to ongoing. Diagnosis or reason for use: pph.